Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility. Fse confirmed the reported issue and replaced the test cup transfer assembly and tighten the loose tubing on the sample syringe. The fse then ran calibration and quality controls and all results were within specifications. A complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 4151 c.trans-z home detect error is generated when the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf (mechanical failure) flag will be attached to the measurement result. The action suggested if for customer to contact tosoh local representatives and check s062 and pm061 for a possible malfunction. The most probable cause of the reported issue was due to a defective test cup transfer assembly.

Event description:
On (B)(6) 2017 a customer reported getting message 4151 cup transfer home detector error on the aia-900 instrument. Customer is unable to run patient samples for ipth (intact parathyroid hormone). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.